Event description:
The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. The surgeon was advancing the lens in the injector when he noticed the haptic tore off. The lens was not inserted, but the tip of the cartridge did touch the patient's eye. There was no patient injury. The reporter stated this incident was due to loading error. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4).. (B) (4).